Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred when the ac cable was disconnected. This issue was resolved by replacing the battery. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, add'l pt info was not provided.